Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately twelve years ago. The aneurysm and vessel morphology at the time of implant were not reported. The patient has not had a CT scan in more than 5 years. Currently, the aneurysm is 10 cm in diameter. The vessel morphology was reported as there was disease progression and there is moderate tortuosity in the iliac limbs. It was stated that the stent graft was initially implanted 5 mm below the renal arteries. A recent CT demonstrated that the iliac limbs have separated bilaterally from the proximal stent grafts. The patient was planned to be treated with additional stent grafts; however, the patient elected to have a second opinion. The patient has not been treated. No clinical sequelae were reported, and the patient is fine. A review of returned films post-implant showed that the stent graft was just below the renals, and there was a likely proximal type I endoleak. The ipsilateral (right) limb crossed over the contralateral limb at the distal aorta. Within the aaa sac there appeared to be 2 stent graft disconnections and resultant type iii endoleaks. The contra extension was detached from the contra limb (approximately 4cm separation) and the ipsilateral extension had detached from the ipsilateral limb (approximately 1cm separation). There did not appear to be any disconnection between the bifurcated gate and contralateral. The distal extensions appeared well sealed to the iliacs bilaterally, and were patent. The cause of the separation could not be determined. Earlier films were not provided, so any in-vivo stent graft or aaa morphology changes over the implant duration could not be confirmed.

Manufacturer narrative:
Method: (film evaluation). Evaluation, results: inherent risk of procedure (endoleak), (cause of event is unknown, lack of follow up). Conclusion: (cause of event is unknown, lack of follow up).